Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's scs lead was repositioned and a new scs lead was implanted on (B)(6) 2021. Therapy was restored following the procedure.

Manufacturer narrative:
The date of event is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report reference number: 1627487-2020-47827, 3006705815-2020-32727. It was reported that the patient may undergo surgical intervention on their leads. No further information provided. Note: it is unknown which system may be revised, therefor both system leads are being reported on.